Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a case of undercorrection post lasek in a patient's right eye. There are three related reports for this facility. This file represents patient number two's right eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. No technical root cause was identified. The root cause cannot be determined conclusively because no logfile or other relevant data is available for review. The manufacturer internal reference number is: (B)(4).